Manufacturer narrative:
Please disregard previously reported 3004464228-2025-53424-00, as per update received on 11/13/2025 the cannula was not kinked.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 20 mmol/l (360 mg/dl) between 5 and 24 hours of wearing the pod. The reporter stated the pod was removed from their leg, and the cannula was found to have a slight kink.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of kinked cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.